Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. There was no reported adverse impact. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.